Event description:
"Coral locking cap stripped during surgery." Add'l info was requested but not received at the time of this report.

Manufacturer narrative:
The device involved in the reported incident was not returned for eval. An investigation has been completed based on the reported info. A root cause analysis was not possible due to parts not returned. The investigation was unable to confirm the reported incident. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.